Event description:
On (B)(6) 2012, the patient reported that she had elevated blood glucose levels as high as 600 mg/dl from (B)(6) 2012 to (B)(6) 2012 and was not able to lower the levels until switching her backup infusion device. Her target blood glucose level is 120 mg/dl. During the three days her blood glucose levels were elevated she changed the insulin cartridge and infusion set, but her levels still remained elevated. She stated that after switching to her backup device her blood glucose levels went down "right away." Troubleshooting with the patient revealed that she had never changed the adapter on the infusion device and she had noticed an air bubble in the insulin cartridge that she did not prime out. The device has not displayed any error of alert messages. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Infusion device was replaced. The infusion device, adapter, and insulin cartridge were requested to be returned for product evaluation.